Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The device was returned for analysis. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the set screw cross threaded during insertion and would not tighten with the bone screw. No patient complications were reported.